Event description:
New information received notes that the patient was seen in clinic and the issue was resolved by re-pairing the implantable cardioverter defibrillator.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2025-15268 submitted on 28 feb 2025 should have been "25 feb 2025" rather than "28 feb 2025."

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.